Event description:
In a journal article, the investigators reported that three years after intraocular lens (iol) implant surgeries, 97% of the studied eyes presented with glistenings. The glistenings had no influence on high-contrast visual acuity.

Manufacturer narrative:
Eval summary: the product was not returned for analysis the product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. (B)(4).